Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: health effect - impact code: no health consequences or impact is n/a which was reported on initial report. Reported event was confirmed by review of pictures provided. Visual evaluation of the provided pictures shows that the impactor pad has a part fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.